Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported that "when walking on the walkway, a velcro fastener on the forefoot is torn off. The customer lost his balance and crashed with his shoulder onto a parked car trailer, then further onto the road, and injured his left elbow. The customer is 1,90 m tall and weighs (B)(6) kg. He received the walker on (B)(6) 2017, was instructed in its use and received written instructions for use . In the meantime, the customer has been provided with a corresponding orthosis from another manufacturer." No further information has been provided.